Event description:
A 3.5 ett was in place and the patient was being resuscitated with ppv and chest compressions. During this time, medication was also being given down the ett. The ett became disconnected but the tube itself and the connector would not stay connected. The patient needed to be reintubated with another tube. After the patient was in special care and they retaped the ett it became disconnected 3 more times. They were finally able to reconnect and keep connected.